Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, this patient was implanted with two gore tag thoracic endoprostheses. A reintervention occurred six months later, to resolve a distal type I endoleak. The endoleak was resolved with placement of an additional gore tag thoracic endoprosthesis. No further events were reported.